Manufacturer narrative:
(B)(4). Lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
After final tightening occurred, surgeon noticed that rod was "slipping" between consecutive screws. Surgeon and rep decided to change final torque handle and retighten all set screws. Surgeon satisfied with replacement instrument results.